Event description:
The patient was implanted with a ventricular assist device (vad). It was reported by the vad coordinator that the pump needed to be replaced due to a fibrin growth observed within the vad. Once the pump was explanted, the discoloration observed was found to have been between the blood sac and the pump housing.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation and the reported event was confirmed. There were gel-like textured discolorations present in the pump port regions between the blood sac and the pump case as reported by the customer. A root cause of the discolorations could not be conclusively determined, but did not appear to significantly affect pump function. There were no signs of wear or damage observed to the actuating diaphragm, blood sac, or pump case during the investigation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.